Event description:
It was reported that the left ventricular lead exhibited high thresholds and intermittent capture. Chest x-ray revealed no abnormalities. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.